Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to the operator making an improper movement causing bending of the terminal pin of the lead. The lead was tested and shown to have impedance around 3000 ohms. A new lead was successfully implanted. No adverse patient effects were reported.